Event description:
It was reported that the patient received several inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing from double counting. The physician performed isometric testing and a new automatic set up where a new sensing vector was programmed. Boston scientific technical services (ts) was consulted to ensure this was the best programming solution for the patient. Upon review ts observed that the multiple inappropriate treated and untreated episodes were caused by double and triple detection causing the heart rate to be miscalculated. Ts also noted a treated episode that exhibited oversensing of noise and stated the change in sensing vector is appropriate. Ts further observed that the amplitude signals have changed since the implant and suggested further review to determine the possible causes. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received several inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing from double counting. The physician performed isometric testing and a new automatic set up where a new sensing vector was programmed. Boston scientific technical services (ts) was consulted to ensure this was the best programming solution for the patient. Upon review ts observed that the multiple inappropriate treated and untreated episodes were caused by double and triple detection causing the heart rate to be miscalculated. Ts also noted a treated episode that exhibited oversensing of noise and stated the the change in sensing vector is appropriate. Ts further observed that the amplitude signals have changed since the implant and suggested further review to determine the possible causes. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the sensing vector was reprogrammed from alternate to primary. Approximately one month later there was another untreated episode and the s-ICD was reprogrammed to secondary. Ts review of the untreated episode found t-wave oversensing and triple counting due to an appearance of a new morphology that is different than any previous morphology. Ts agreed that the secondary vector seems appropriate for programming. Ts further noted that due to multiple morphology changes close monitoring would be recommended. Ts also discussed additional troubleshooting options since the morphology change was abrupt. At this time the s-ICD remains in service and no adverse patient effects were reported.